Event description:
It was reported to medtronic neurosurgery that there was a crack in the 3-way tap above the csf collection port, causing csf leakage.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. No impact to the patient was reported.